Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the implantable pacemaker displayed an alert for atrial automatic threshold detected as greater than programmed amplitude or being suspended due to noise during the evoked response (ER) window and low ER levels. Technical services (ts) conducted a review of the incident, wherein undersensing of isolated atrial beats was observed on the presenting electrogram (egm). Additionally, far-field r wave oversensing was identified. The atrial lead demonstrated a slight trend indicating a decrease in atrial amplitude and an increase in atrial threshold since the time of implantation. Ts has recommended a more thorough review of this event. The device remains implanted, and no adverse patient effects were reported. Subsequently, additional information was received indicating right atrial (ra) amplitude of 0.5mv (milli-volts) with no evidence of atrial undersensing. Additionally, it was noted that there was no successful right atrial automatic threshold (raat) test with lower impedance values. The device remains implanted, and no adverse patient effects were reported. Additional information was received indicating that the patient showed jerky movements around the device. An x-ray was performed where atrial lead was coiled around the device. Signal artifact monitor (sam) event switched vectors indicated noise on the atrial lead and atrial pacing impedance to be high out of range (oor) measuring greater than 3,000 ohms. Device was reprogramed to ventricular paced, ventricular sensed, inhibited, rate-responsive (vvir) stopping the jerky movements. Technical services (ts) recommended following up with the physician. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker displayed an alert for atrial automatic threshold detected as greater than programmed amplitude or being suspended due to noise during the evoked response (ER) window and low ER levels. Technical services (ts) conducted a review of the incident, wherein undersensing of isolated atrial beats was observed on the presenting electrogram (egm). Additionally, far-field r wave oversensing was identified. The atrial lead demonstrated a slight trend indicating a decrease in atrial amplitude and an increase in atrial threshold since the time of implantation. Ts has recommended a more thorough review of this event. The device remains implanted, and no adverse patient effects were reported. There have been no additional follow-ups or interventions regarding the device at this time. Subsequently, additional information was received indicating right atrial (ra) amplitude of 0.5mv (milli-volts) with no evidence of atrial undersensing. Additionally, it was noted that there was no successful right atrial automatic threshold (raat) test with lower impedance values. The device remains implanted, and no adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker displayed an alert for atrial automatic threshold detected as greater than programmed amplitude or being suspended due to noise during the evoked response (ER) window and low ER levels. Technical services (ts) conducted a review of the incident, wherein undersensing of isolated atrial beats was observed on the presenting electrogram (egm). Additionally, far-field r wave oversensing was identified. The atrial lead demonstrated a slight trend indicating a decrease in atrial amplitude and an increase in atrial threshold since the time of implantation. Ts has recommended a more thorough review of this event. The device remains implanted, and no adverse patient effects were reported. Subsequently, additional information was received indicating right atrial (ra) amplitude of 0.5mv (milli-volts) with no evidence of atrial undersensing. Additionally, it was noted that there was no successful right atrial automatic threshold (raat) test with lower impedance values. The device remains implanted, and no adverse patient effects were reported. Additional information was received indicating that the patient showed jerky movements around the device. An x-ray was performed where atrial lead was coiled around the device. Signal artifact monitor (sam) event switched vectors indicated noise on the atrial lead and atrial pacing impedance to be high out of range (oor) measuring greater than 3,000 ohms. Device was reprogramed to ventricular paced, ventricular sensed, inhibited, rate-responsive (vvir) stopping the jerky movements. Technical services (ts) recommended following up with the physician. This device remains in service and no adverse patient effects were reported.